Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, missing and underweight. A microscopic analysis was performed which identify sharp broken in the posterior and opening sharp in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken . A opening sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.